Event description:
It was reported that during a rotational atherectomy of the proximal left anterior descending artery, the tip of the guidewire fractured. There were no attempts made at retrieval and the tip remains in the patient. Patient status is listed as `okay'.